Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient¿s procedure was very painful, they passed out from the pain and were so groggy that they couldn¿t remember any instructions. The patient was confused about the therapy process and were switching himself from left to the right and back to the left. The patient noted their urgency was back to where it had started. It was noted that the trial began on (B)(6) 2020. No further complications were reported.